Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the reporter with follow-up questions. The reporter claimed that the unknown error occurred on (B)(6) 2015, but she was unable to recall what the specifics of the error message. The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the error message and she was unable or unwilling to say whether the patient had developed any symptoms following the issue. However, she reported that on (B)(6) 2015 she received "food and/or drink as treatment" from a healthcare professional (hcp). The reporter denied that any other device had been used to test the patient's blood glucose levels. At the time of troubleshooting, the csr walked the reporter through a retest and noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment indicative of that given for severe hypoglycemia after the alleged unknown error message appeared.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.